Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. E01920) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced haemorrhagic stroke ("stroke / bleed in her brain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with diclofenac, duloxetine hydrochloride (cymbalta), ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, haemorrhagic stroke and arthralgia had resolved. The reporter considered arthralgia, back pain, haemorrhagic stroke and pelvic pain to be related to essure. The reporter commented: consumer experienced chronic pain, lower back pain and she cannot bend. She had MRI done on her back and had 3 sets of injections on her back, not knowing what it was and none of it helped. She also had 2 separate times of 8 week therapy for her lower back and that didn't help either. She also had shots on her shoulders because she cannot lift her arms. She stated that she had a stroke in 2020, just a bleed in her brain, but she cannot take anymore of this medication to prevent complications. Caller stated that she had hysterectomy just to have the essure taken out and reported that all the symptoms that she's experiencing went right away after the essure was removed. Essure insertion date updated from (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: MRI done on her back - results not reported. Lot number: e01920. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 28-mar-2022: this is retention case. All relevant information from duplicate deletion case (B)(4) has been transferred to this case. Event: joint pain, rcc, reporter forbid: yes added. Product insertion date updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. Ess30501920) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced haemorrhagic stroke ("stroke / bleed in her brain"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and back pain ("back pain"). The patient was treated with diclofenac, duloxetine hydrochloride (cymbalta), ibuprofen and surgery (hysterectomy). Essure was removed in (B)(6) 2021. At the time of the report, the pelvic pain, back pain and haemorrhagic stroke had resolved. The reporter provided no causality assessment for back pain and pelvic pain with essure. The reporter considered haemorrhagic stroke to be related to essure. The reporter commented: consumer experienced chronic pain, lower back pain and she cannot bend. She had MRI done on her back and had 3 sets of injections on her back, not knowing what it was and none of it helped. She also had 2 separate times of 8 week therapy for her lower back and that didn't help either. She also had shots on her shoulders because she cannot lift her arms. She stated that she had a stroke in 2020, just a bleed in her brain, but she cannot take anymore of this medication to prevent complications. Caller stated that she had hysterectomy just to have the essure taken out and reported that all the symptoms that she's experiencing went right away after the essure was removed. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: MRI done on her back - results not reported. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. In 2020, the patient experienced haemorrhagic stroke ("stroke / bleed in her brain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), back pain ("back pain") and arthralgia ("joint pain"). The patient was treated with diclofenac, duloxetine hydrochloride (cymbalta), ibuprofen and surgery (hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, back pain, haemorrhagic stroke and arthralgia had resolved. The reporter considered arthralgia, back pain, haemorrhagic stroke and pelvic pain to be related to essure. The reporter commented: consumer experienced chronic pain, lower back pain and she cannot bend. She had MRI done on her back and had 3 sets of injections on her back, not knowing what it was and none of it helped. She also had 2 separate times of 8 week therapy for her lower back and that didn't help either. She also had shots on her shoulders because she cannot lift her arms. She stated that she had a stroke in 2020, just a bleed in her brain, but she cannot take anymore of this medication to prevent complications. Caller stated that she had hysterectomy just to have the essure taken out and reported that all the symptoms that she's experiencing went right away after the essure was removed. Essure insertion date updated from (B)(6) 2021 to (B)(6) 2021. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - on an unknown date: MRI done on her back - results not reported. Lot # reported (ess30501920) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.